Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the device dry fired. The device was removed from the patients anatomy and another proglide was successfully used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned deployed. The plunger with the anterior needle tip, suture with posterior needle tip, link and cuffs were not returned for evaluation. Analysis of the device found the returned body of the device, lever, foot, guide and sheath with no damage or deficiency detected that would contribute to the reported dry fired or failure to deploy. Both ends of the foot were examined and there were no evidence of needle strike marks detected. A proxy plunger was used to test the needle trajectory and was acceptable and not a contributing factor in the event. The needle trajectory of each device is inspected twice during manufacturing. Based on the analysis no root cause could be determined. A review of the finished device history record did not reveal any non-conforming material records associated with this lot. No manufacturing or quality issue was detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.